Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 18 mg/dl, 99 mg/dl, 50 mg/dl and 89 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she felt shaky, sweaty, and tingly during the time of testing so she self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.